Event description:
"Surgeon manipulated 10mm clip applier to ligate on vessel, after performing a full squeeze, click sounded more like a crack, a few clips appeared to be loose, applier was removed and placed onto table, was then given back to surgeon but rotator knob was sticking. Applier was pulled and new ca090 was introduced to finish case. Product was red bagged and destined to be sent in with cer." Patient status: "satisfactory."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the customer's experience with the device. The unit was disassembled for further evaluation and it was noted that an internal component had been separated, which was the cause for the clips not forming correctly. The separation of this component may also affect rotator knob performance. The separation may be the result of a manufacturing error. Applied medical has recently implemented process enhancements which are intended to reduce the potential for this type of incident to reoccur. This lot was built prior to the implementation of the process improvements. This document represents our final report.